Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2002 via tka for the patient¿s left knee. It was reported that the patient had a light pain at his left knee in early 2020. The surgeon confirmed the aging wear of the tibial insert. The revision surgery was performed on (B)(6) 2020 by replacing the tibial insert and the gde arm due to the insert¿s breakage which was caused by aging wear. The surgery was completed successfully, and it was unknown whether there was a surgical delay. The duration of procedure was 1 hour and 10 minutes. The surgeon commented that the implant lasted long, and he didn¿t have complaint for the products. The patient will undergo rehab. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.